Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4). Final analysis of lead model 3889-28 (lot # va031gh ) showed lead body conductor broken anchor site unknown. Conductor #1 is broken 12.4 cm from the proximal end and all conductors are broken at the distal end of the segment, 15.8 cm from the proximal end of the lead.

Event description:
Returned product was returned to the manufacturer from a mortuary. No initial allegation of device malfunction. Report being sent for analysis findings. Indications for use were noted as: urinary dysfunction/sacral nerve stim, bowel dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor.